Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that during testing the device was making a crackling noise and sparking.there is no indication of patient involvement.